Event description:
Dealer reported that the end user has had problems with her wheelchair. The dealer reported that both back brackets have broken and that she has also had to have both of her caster housing spline kits replaced. No falls or injuries have resulted from these malfunction.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to sunrise medical (us) llc. We will have every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a f/u report will be filed.